Event description:
It was reported that during an unknown surgery, at the first grasping this device broke. The case was carried out and finished by opening a new device. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Broken clevis. The analysis results found that the device was received with the clevis broken. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the end effectors did not close and open as intended. The link between the shaft adn the end effector was found broken leading the incident reported. It could not be determine what may have caused the damaged found. T should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.